Manufacturer narrative:
Lot was manufactured between august 4, 2016 and august 8, 2016. One actual infusor unit was received at the plant for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing no fluid in the bladder. Visual inspection on the unit via the naked eye shows no signs of physical abnormality that could have caused the reported leak problem. A functional leak test was subsequently performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak that occurred from the junction of the tubing and stress member when the small volume infusor was about to be connected to the patient. There was no patient involvement. No additional information is available.